Event description:
End-user stated that medical attention was sought on (B)(6) 2021 in the morning at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 40mg/dl. A normal result for that time of day is usually under 100 mg/dl. She stated that not long after testing she was found unresponsive. The end-user stated that paramedics were called immediately after testing. Caller stated that she has a sliding scale for her insulin however she declined to provide the sliding scale information. End-user was using expired test strips. There was no food drink or medication consumed while waiting for paramedics to arrive. When paramedics arrived they administered a glucose IV. The end-user does not recall how long it took paramedics to arrive, however she was transported to (B)(6) medical center. She does not recall what her blood glucose was when she arrived at the hospital, she stated that she was admitted to the hospital for 4 days. The end-user does not recall what other treatment was received nor does she remember what her blood glucose was when she was discharged. End-user stated that when she was discharged she was told to test her blood glucose every day. No additional information was provided.